Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: sales rep attended a presentation at the 54th annual japanese arthroplasty conference on february 24, 2024. According to the presentation, during the period january 2022 - june 2023, contact dermatitis occurred. The average time to occurrence was 26.3 (13-50) days. [Progress] after 4 or 5 days, contact dermatitis subsided and patients recovered. [Health injury details] contact dermatitis. [Treatment details] after contact dermatitis occurred, mesh patch was removed and treated with topical steroid medication. [Treatment plan] none. [Seriousness] non-serious (moderate/minimal). [Reason of the seriousness] recovered in a short period of time. [Product use details] dermabond prineo was used in tka : total knee arthroplasty from (B)(6) 2022 to (B)(6) 2023. [Surgeon¿s comment] allergic reaction due to the main component of 2-octyl cyanoacrylate. The long duration of mesh patch application and persistence after removal of the mesh patch may also be a possible cause, as delayed infection is common. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? What date did the reaction occur on (dd/mm/yyyy)? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? Was the topical steroid medication used to treat the patient prescription strength? Other than product removal and topical steroid medication, was there any medical or surgical intervention performed (re-operation; re-closure; other prescribed medication)? If so, please specify. Was there an infection while prineo was in place on patient please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent total knee arthroplasty on an unknown date and topical skin adhesive was used. After 4 or 5 days, contact dermatitis subsided and patients recovered. After contact dermatitis occurred, mesh patch was removed and treated with topical steroid medication. Treatment plan-none. Non-serious, recovered in a short period of time. Allergic reaction due to the main component of 2-octyl cyanoacrylate. The long duration of mesh patch application and persistence after removal of the mesh patch may also be a possible cause, as delayed infection is common. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? During the period of (B)(6) 2022 - (B)(6) 2023. What date did the reaction occur on (dd/mm/yyyy)? The average time to occurrence was 26.3 (13-50) days. What does the reaction look like and how large of an area does the reaction cover? Unk. Do you have any pictures of the reaction? No picture was available. Was the topical steroid medication used to treat the patient prescription strength (prescribed by a physician)? Detail of streroid prescription was unk. Other than product removal and topical steroid medication, was there any medical or surgical intervention performed (re-operation; re-closure; other prescribed medication)? If so, please specify. No. If medication was required, please clarify if it was prescription strength. Na. Can you identify the lot number of the product that was used? Unk. What is the most current patient status? The patient was recovered. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.